Event description:
An error message was reported with the abbott diabetes care (adc) device. Customer received a "scan again in 10 minutes" message and was unable to obtain readings. As a result, customer was unable to self-treat requiring third-party treatment of "sugar drink" orally by a non-healthcare professional. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An error message was reported with the abbott diabetes care (adc) device in use with iphone 12,16.0, version 2.8.1.6120. Customer received a "scan again in 10 minutes" message and was unable to obtain readings. As a result, customer was unable to self-treat requiring third-party treatment of "sugar drink" orally by a non-healthcare professional. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug is properly seated and no physical damage was observed on the sensor patch. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 5 (indicating normal termination). Inspected the plug assembly and cracked sensor neck was observed. Attempted to reprogrammed the returned sensor and an error message was observed. Unable to reprogrammed the sensor due to the error. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. An extended investigation was performed. Visual inspection has been performed on returned sensor and no issue were observed. Attempted to extract data from returned sensor and unable to obtained data due an error message. The returned sensor was de-cased and performed a visual inspection on the returned sensor¿s pcba (printed circuit board assembly),no issues were observed. The returned battery was measured and all range was within specification range. Sensor was re-flowed to the asic (application specific integrated circuit) chip and attempt to extract data but unable to extract data. Returned sensor was unable to re-program and observed error message. Therefore no further investigation can be conducted for this particular complaint. Section h6 (investigation findings) code c20 (no findings available) was selected, as adc was unable to perform further testing on the returned device. All pertinent information available to abbott diabetes care has been submitted.